Event description:
On (B)(6) 2026 the caregiver reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of over 600 mg/dl following expiration of the continuous glucose monitor (cgm) and failure to replace the cgm or enter required blood glucose values, resulting in suspension of insulin delivery. The user was transported to the hospital by a caregiver where the user was diagnosed in hyperglycemia and treated and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
Device data for (B)(6) 2026 was reviewed and confirmed hyperglycemia >600 mg/dl. The dexcom g7 sensor had expired, and required bg entries were not provided, resulting in insulin suspension per system design. Engineering logs showed no malfunction alerts, no motor errors, and no factory reset events. Insulin dosing and system alerts functioned as intended. The ilet was determined to have performed according to design specifications. No device malfunction was identified.